Event description:
Dialysis machine suddenly shut off during a treatment after alarming general safe state. When the machine was turned on in biomed there was a message indicating that there was a general safe state alarm that was secondary to pa conductivity outside of safe parameters. The operator missed the machine prompt to select the autocalibration of the pa pump. By selecting this option, the machine would have self-calibrated and the machine would not have shut off.